Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that this error alarm has occurred several times before. Customer stated that the motor error alarm has occured during basal. Customer does not recall any significant events leading up to the motor error alarm. Blood glucose level was 146 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.